Event description:
Reporter indicated a vns dell x5 handheld computer with version 8.0 software was freezing at the "interrogation successful" screen. A hard reset resolved the screen freezing and the computer was able to be used normally.